Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that pump history was missing data. Reportedly, the customer manually stopped insulin delivery but the resume pump alarm did not show up in the pump history. Tandem technical support requested for the customer to upload pump data for further review of the reported issue. However, the customer was unable to upload pump data during the time of the call. Upon further investigation by tandem quality engineer on (B)(6) 2016, showed that the customer has not uploaded pump data since (B)(6) 2016. There was no impact to the customer's blood glucose level.